Event description:
The sheath broke while physician was in the process of placing a catheter through it. A second physician rushed to his side and assisted him by applying manual pressure while he placed the guide wire to take out the broken sheath ¿ which was successfully done. The broken sl0 was replaced with a sl1 long sheath. Estimated blood loss by the doctor is about 200cc.